Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided. The system repair was carried out by a third party.

Event description:
The customer reported that the system would not save patient image data. No patient or user injury was reported.